Manufacturer narrative:
Corrected data: a new ipg was not implanted as indicated in the previous report (reference MFR. Report#: 1627487-2015-23728).

Event description:
Correction: a new ipg was not implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an unrelated surgical procedure (cholecystectomy), the patient's ((B)(6)) scs system was turned off. It was also reported a diathermy was used during the procedure. It was noted the day after the procedure, the patient turned the scs system back on and experienced over stimulation in the right lead. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where 2 octrode leads were explanted and replaced with a model s8 lamitrode lead. In addition, a new ipg was implanted. It was also reported 1 of the patient's octrode leads had migrated. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved. Please note: the lead implant dates, lot numbers and model numbers are unknown at this time.